Event description:
Inbound. Patient reports white end cap was loose in cadd cassette packaging when patient opened to mix new cassette, cassette replaced, patient also reports temporary crown became loose. No further details provided.